Event description:
It was reported via clinical trials that a (B)(6) female enrolled in the trial experienced multiple complications post implant of an edwards aortic bioprosthetic valve, which eventually led to expiration. Event details indicate, " on (B)(6) 2013, patient underwent avr. There were 3 attempts to wean patient from bypass and all were unsuccessful. A balloon pump was placed and the subject was put on ECMO due to lv dysfunction. On (B)(6) 2013, the patient was taken back to the or for insertion of lv vent with attachment to ECMO venous line. On (B)(6) 2013, the patient had a cardiac catheterization which showed that the left main was obstructed and the patient's ef had decreased from 60% to 10%. The surgeon took the patient back to the or and performed a CABG. On (B)(6) 2013, the family made the decision to withdraw care and the patient passed away." Implant operative report of (B)(6) 2013 indicates, "we weaned from cardiopulmonary bypass. The valve appeared to functioning well without perivalvular leak. There was still moderate mitral and tricuspid insufficiency. We then removed our retrograde cardioplegia catheter and left ventricular vent. The patient was then wean off cardiopulmonary bypass with a small amount of inotropic support. Unfortunately, she suffered hemodynamic instability and we had to reinitiate cardiopulmonary bypass. We rested for a few minutes and then increased the amount of inotropic support and again attempted to come off cardiopulmonary bypass. At this time, we were unsuccessful again... Agreed that the most likely cause of our difficulty separating from bypass was protecting an extremely thickened heart due to her longstanding aortic stenosis and that further rest on ECMO would give her the best chance for survival. We then brought the ECMO circuit into the room and prepared. We then separated from cardiopulmonary bypass again and unconnected from the ECMO circuit. Using the same aortic and right atrial cannulae, we then delivered protamine to reverse the effects of heparin as we flowed on ECMO. Once the hemostasis appeared secured, we closed our skin incision while leaving the sternum open. Using a #2 nylon suture, the ECMO cannulae were successfully in place with several silk sutures...the patient was then transferred to the intensive care unit in critical condition." Patient underwent left heart catheterization, native coronary arteriography, and aortic root angiography on (B)(6) 2013, procedure records indicate, " the left main artery appeared obstructed by the prosthetic valve which caused underfilling of the left main, lad and circumflex. The rca is normal."

Manufacturer narrative:
Review of medical records indicates no information to suggest a device quality deficiency related to this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. Edwards sizers model 1130 provided with this valve are fabricated from translucent polysulfone plastic to permit direct observation of their fit within the annulus. Each sizer consists of a handle with a different sizer configuration at each end. On one side of the handle is a cylindrical end with an integrated lip that reflects the valve sewing ring geometry. On the other side of the handle is a valve replica end that reflects the valve sewing ring geometry as well as the height and location of the stent posts. Edwards information for use (IFU) instructs to use the replica end in order to ensure that the coronary ostia are not obstructed and that the valve stent posts do not interfere with the aortic wall at the sinotubular junction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It is likely that this event is related to procedural and/or patient factors. No further action is required.